Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 270 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.